Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and an intermittent loss of capture were observed on the right ventricular lead. No patient symptoms were reported. The lead was successfully capped and replaced.